Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 58-year-old male was implanted with an impella cp device for mechanical circulatory support. It was reported while being placed on impella cp support, the pump flows were unable to titrate beyond p6 without suction. The impella was found to be too deep into the left ventricle with transesophageal echocardiography and the cannula was drawn back.